Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion with sepsis. A revision was performed and a new system was successfully inplanted. Additionally, the physician experienced lead removal difficulty. This lead was successfull explanted via laser lead extraction. No additional adverse patient effects were reported.